Event description:
It was reported during a diagnostic laparoscopy upon insertion into the abdomen with the arming button armed, the trocar shield did not release and cover up the blade, leaving the blade exposed. There was no consequence to the pt.